Event description:
Reporter stated that customer received the following results on the aviva combo system within 2 minutes: 80 mg/dl, 44 mg/dl and 55 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been used up.

Manufacturer narrative:
The event occurred in (B)(6).. Device will not be returned.